Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 437 mg/dl. The insulin pump also gave no delivery alarm during fixed prime. Assisted customer in performing a 5.0 unit fixed prime and the insulin exited. Customer advised to change the set and call if it he gets no delivery when he connects back up to the pump. The device will not be returned for analysis.